Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the cutting knife broke off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation it was confirmed the knife tip was bent. The cause of the bent knife tip was not established. However, the following may have contributed to the reported event: when the slider was pulled, the bent cutting knife got stuck, preventing it from being retracted. Additionally, when the slider was turned, the bent cutting knife caught on the tip, making it impossible to rotate the hook. An attempt was made to retract the cutting knife by pulling the slider with considerable force. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ¿do not use this instrument in an output higher than the rated high-frequency voltage in the table on page 4. This could cause patient, operator, or assistant injury, such as thermal injury. It could also damage the endoscope, instrument. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. Do not use this instrument with burnt tissue adhering to the cutting knife or tip. Use the instrument after removing the burnt tissue adhering with a lint-free cloth. Be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife.¿ olympus will continue to monitor field performance for this device.